Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the name of the procedure? 2. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? 3. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? 4. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-07908, mw # 2210968-2023-07909, mw # 2210968-2023-07911 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During surgery, the needle was easily detached from the suture during use. This happened in 4 packages in a row. These were control release needles. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: "1. What was the name of the procedure? Unk. 2. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Unk. 3. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No. 4. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? During use.